Event description:
While surgeon was using a fenestrated bipolar da vinci instrument, one of the cables was observed to snap and fray from instrument tip. Instrument removed from the patient's abdomen and inspected. No pieces of cable/instrument were visualized as falling into the patient abdomen. Instrument packaged and kept for inspection. Instrument has six lives left.